Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information indicates that this lead was explanted after displaying out of range pace and shock impedance measurements. The physician suspected a lead fracture or end of lead life issues. The lead is not expected to be returned for analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead has exhibited increased pacing impedances of greater than 200 ohms, as was as increased shocking impedances of greater than 88 ohms. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
All available information indicates that the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.